Manufacturer narrative:
The manufacturing records for the onxane-23 sn (B)(6) were reviewed by quality assurance/quality control (qa/qc) and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were noted. Medical records were received for the patient. A review of the available information was performed. An onxane-23 sn (B)(6) was implanted in a 39-year-old female patient in the aortic position on (B)(6) 2018. A medical chart of the patient reports a complaint of disabling left leg claudication documented on (B)(6), 2018 (161 days postop). Testing indicated left popliteal stenosis thought to be due to chronic thrombus. A consult suspects ¿¿a piece of embolic debris since it is so closely related time wise to her valve surgery." The patient's anticoagulation history appears to be appropriate [nishimura 2017). The patient underwent thrombectomy and endarterectomy. The pathology report states "fragments of hyperplastic myointimal tissue." Following surgery, the patient was returned to normal anticoagulation therapy. This is a possible valve-related thromboembolic event. Although the attribution is related more to the timing than the analysis. The patient has a stent for coarctation of the aorta, is a former 15-year smoker with a history of obesity, type 2 diabetes, and hypertension as well as multiple circulatory system disease complications with pregnancy. Thromboembolism is a known potential complication occurring at a historical rate of 3.0%/patient-year [iso 5840:2005e]. It is recognized as a potential adverse event for the on-x valve [IFU]. Potential thromboembolism leading to claudication of the left leg, possibly valve-related due to proximity to implant date. Otherwise, origin is indeterminate. Root cause remains unknown. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to initial reports, patient with onxane-23 sn (B)(4) has experienced blood clotting issues. Attempts at additional information have gone unmet.